Manufacturer narrative:
Complaint conclusion: as reported, hemostasis with the 5f mynxgrip vascular closure device (vcd) wasn't perfect. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The shuttle tube was abutting the balloon. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. The device was not prepped with saline and the balloon had no exposure to blood, which likely indicates that the device was never inserted into a procedural sheath. The condition of the returned device does not match the description of the complaint. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with no blood exposure and no preparation to the balloon. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of insertion into the patient or attempting deployment as evidenced by the lack of blood and the lack of saline in balloon lumen. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4) was used as there is no code available for 'failure to achieve hemostasis'. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis with the 5f mynxgrip vascular closure device (vcd) wasn't perfect. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.